Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: during investigation, a review of the pump history and black box showed an occlusion alarm had been recorded. No occlusion alarms were duplicated during investigation. The force sensor calibration was found to be out of specifications. The pump was opened and the force sensor resistance was within specifications. The issue of occlusion alarms occurring was confirmed in the history but was not duplicated during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (random) issue. It was reported that the pump emitted an occlusion alarm when the patient was attempting to administer a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.